Event description:
It was reported that during an implant procedure, the helix of the right atrial (ra) lead was difficult to extend and retract. It was further reported that the thresholds of the ra lead were high, in multiple locations. Another lead was used instead, with stable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).